Manufacturer narrative:
The center does not have access to the autopsy report. The center has not received any additional information on this case and no further request from the center will be made. A haemonetics field service engineer evaluated the nexsys plasma collection system used by the donor. Diagnostics, functional test and visual inspections were performed and all systems passed. The nexsys device was found to have met manufacturer specifications with no malfunction found. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On january 6, 2022, haemonetics was notified of a (B)(6) year-old female donor fatality on (B)(6) 2021 due to an aneurysm (not confirmed) while at her home. The last donation utilizing the nexsys plasma collection system occurred on (B)(6) 2021. Donor has donated plasma since (B)(6) 2021 with 3 donations which were all within the month of (B)(6). There were no significant information or medical problems noted on the last date of donation. Review of chart noted history of a normal physical exam, laboratory values and test results. Review of vitals were normal on date of last donation and throughout the procedure. No other significant medical information was noted in the record. No deferrals were noted except for her death. It is unknown if an autopsy was performed or if the medical examiner report will be available. There were no device errors or issues with the disposables noted during the donation.